Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error pointing to the universal surgical manipulator (usm) and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to trigger the 319 error pointing to the axes controller carriage power (accp) printed circuit assembly (pca). The accp was replaced and the error was no longer triggered.

Event description:
It was reported that prior to the start - post-anesthesia of a da vinci-assisted simple prostatectomy surgical procedure, customer encountered error 319 on universal surgical manipulator (usm) 2. Customer rebooted system several times with no change. Technical support engineer (tse) reviewed the logs and confirmed the error pointing to a defective usm2. Customer was unable to proceed with three arms and did not have another davinci system available. The procedure was aborted with no reported injury.